Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2022, to reposition the device. The implanted device remains. This report is submitted on march 16, 2022.

Manufacturer narrative:
This report is submitted on oct 18, 2021.

Event description:
Per the clinic, the patient experienced pain and loss of hearing performance due to migration of the receiver-stimulator. Additional information has been requested but it has not been made available as of the date of this report.